Manufacturer narrative:
The reported event was unconfirmed as the review of the sample indicated that the alleged concern did not exist. Both electrodes tested within specifications, there was no damage to the catheter. Preliminary evaluation: one sample (catalog # 006173p, 5f 110cm bipolar balloon pacing electrode) was returned on august 20th, 2024, for evaluation. The following sample observations were noted: sample was returned coiled up in a ziploc bag written on the outside of the bag. A sticker was affixed on the polybag showing that it was processed by eo sterilization. A 3ml syringe was returned in the bag and was attached to the sample. The sample did not include the safety adapters inserted into each safety lead. No tray or labeling were returned. Sample evaluation results: a multimeter (ID: t656, cal: 03/12/2024, due: 03/2025) was utilized to test the functionality of both the distal and proximal electrodes. The results of the resistance test are shown below. Circuit #1 (distal electrode) ¿ 3.6 ohms. Circuit #2 (proximal electrode) ¿ 4.7 ohms. Note: electrical resistance specification 30ohms maximum. The balloon was tested for functionality, and it was noted that it was not possible to inflate the balloon. This detail was not mentioned in the complaint, and it is unknown if the catheter was returned in this condition or if damage occurred after the sample was returned for evaluation. Sample evaluation conclusions: review of the catheter indicated the complaint is unconfirmed, both electrodes tested within the required spec. It was noted that the balloon would not inflate, there is no obvious damage, and the source of the leak could not be identified root cause summary: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Additionally, continuity testing as part of the complaint investigation confirmed the defect does not exist. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review was not required as the reported event is unconfirmed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no signal in temporary pacing electrode catheter. Per investigator's notification received on 04sep2024, it was reported that the balloon could not be inflated in the temporary pacing electrode catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no signal in temporary pacing electrode catheter.